Event description:
A customer contacted beckman coulter inc., (bec) and reported that the rinse block was not draining and was leaking bloody diluent. The issue is associated with coulter lh 750 slide-maker. The lab's exposure control/risk management plans are in place. The laboratory technicians were wearing personal protective equipment (ppe); lab coats, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Because the event was related only to the slide-maker, there was no impact to sample results. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Bec field service engineer (fse) spoke to the customer on the telephone and instructed them to reset the slide maker and clean the rinse cup. The slide-maker rinse cup carries blood and diluent. The leak was no longer present once the rinse cup was cleaned. Instrument is fully operation and running as per published performance specifications. The slide-maker functionality checklist instructs the customer to clean the rinse cup if there is evidence of blood buildup on the inside of the rinse cup or at least weekly (section 5.2-2, item 7 in the coulter slide making modules service manual). The lab technician was unaware of the rinse cup maintenance process and called for service. The root cause for the leak is the rinse cup had blood build-up and needed to be cleaned. (B)(4).